Manufacturer narrative:
H.6. Investigation summary: DHR- the lot number was built on afa line 11, from dec 17, 2017 thru dec 20, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received a total of 10 iag 22ga units within sealed packages from lot number 7346578. All components within were present. Visual/microscopic evaluation: no evidence of damage was observed on any of the components of the units received. Flashback: the units were introduced into an artificial vein and the flashback successful. Liquid was quickly seen on the notch of the cannulas. Bet test: the blood escape test was performed, the units passed per specifications, no leakage beyond the septums was observed. Leakage: water-leak test was performed on the catheter-adapter assemblies. No leakage was observed on any of the components. Indeterminate: no evidence of any manufacturing related physical-mechanical damage was observed on any of the representative units received and the failure could not be replicated at the laboratory environment.

Event description:
It was reported that bd¿ insyte autoguard allowed blood went back.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard allowed blood went back.